Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The patient had a sudden onset of tachycardia which the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt), but the clinician believed it to be supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.